Event description:
Allegedly, the shell with the liner was disengaged from the whole prosthesis.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00359, 00361, 00362.